Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller 2.0  d4: model #: 1420 / catalog #:  1420 / expiration date: 31-oct-2025 / serial or lot#: (B)(6). D9: no h3: no h4: mfg date: 16-oct-2024 h5: no medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) exhibited above normal power consumption, and there was an unexpected loss of power to the controller. The vad and controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: (B)(6) and the controller ((B)(6)) were not returned for evaluation. A review of device history records was not performed as the reported event and analysis are not related to manufacturing or servicing issue. Log file analysis revealed above normal power consumption within the analyzed period; of note, the alarm file was not available for review. Additionally, review of the event file revealed one (1) controller power-up event with an associated motor start event logged on (B)(6) 2025 at 16:25:14. Review of the event and data log file revealed that the controller had not been in use prior to the power up event; the controller last had power on (B)(6) 2025 and the first data point was logged on (B)(6) 2025 at 16:25:50, indicating that the controller power up event occurred during the initial programming of the controller and/or a controller exchange. As a result, the reported event was confirmed. Based on the available information, the device may have caused or contributed to the reported above normal power consumption event. Based on historical review of similar high-power events, the most likely root cause of the high-power event can be attributed to external factors such as thrombus formation/ingestion, patient related factors, and/or inappropriate pump rotational speed. Based on the available information, the most likely root cause of the reported loss of power event can be attributed to the initial programming of the controller and/or a controller exchange. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that according to the patient there was no confirmation received regarding a double disconnect. It was also noted that patient compliance was not optimal. Therefore, the team uses the logfiles as a reference to track and assess the vad performance, as well as to support and optimize alarm settings.